Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient's implantable neurostimulator (ins) was at its end of life. It was also noted that the patient was experiencing bad seizures that they could not get a hold of/stop.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.